Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code 3270. The correct code to supersede the initial device code should be 1254.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, the helix would not fully deploy while testing on the surgical tray. The right ventricular lead was replaced. The patient was stable.